Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 18gax1.16in prn ec slm npvc needle leaked during use. The flow through the needle was not "smooth", and an adjustment was made to the patient's limb position. The flow did not improve to specification, and leakage was found upon checking the needle. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient used the indwelling needle infusion on (B)(6) 2019. The nurse inspected the patient and found that the fluid was not flowing smoothly, and she gave the patient an adjustment to the limb position. The speed of liquid dripping improved before the ream, but it was still not flowing smoothly, immediately the nurse checked the indwelling needle and found a small amount of liquid leaking from the indwelling needle. The nurse thought it would be related to the blockage of the needle and immediately removed the needle with replacing the indwelling needle.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8325571. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the intima-ii y 18gax1.16in prn ec slm npvc needle leaked during use. The flow through the needle was not "smooth", and an adjustment was made to the patient's limb position. The flow did not improve to specification, and leakage was found upon checking the needle. The following information was provided by the initial reporter, translated from chinese to english: the patient used the indwelling needle infusion on (B)(6) 2019. The nurse inspected the patient and found that the fluid was not flowing smoothly, and she gave the patient an adjustment to the limb position. The speed of liquid dripping improved before the ream, but it was still not flowing smoothly, immediately the nurse checked the indwelling needle and found a small amount of liquid leaking from the indwelling needle. The nurse thought it would be related to the blockage of the needle and immediately removed the needle with replacing the indwelling needle.